Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift with no abnormality observed. Current control there is a 3 hourly outgoing inspection and 2 hourly in-process inspection in place to check for foreign matter. Due to is no sample returned to determine the foreign matter type, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Event description:
Some foreign particles found inside an intact pack of syringe.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ls had foreign matter some foreign particles found inside an intact pack of syringe.